Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead explanted (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen during an in-person interrogation on 30-nov-2023. The r-wave amplitude has trended down since 5-oct-2023. Other lead trends appear to be stable and within normal range. The noise is causing pacing inhibition. The patient is dependent. Lead remains implanted. Should additional information be received, this file will be updated.